Event description:
Same case as 2134265-2012-05151. It was reported that during a coronary artery stenting treatment procedure, a stent dislodgement and dissection occurred. The physician was treating the right coronary artery (rca) which was totally occluded. She implanted a 4.0 x 38mm promus element stent without complication in the mid rca. Next she was trying to implant a 4.0 x 38mm promus element stent proximal the one implanted prior. There was difficulty so she used a non-bsc catheter to get the stent to cross the placed stent. The stent got "hung up" and when it was removed it dislodged off the balloon. The stent was removed without difficulty and the procedure completed using a different device. The physician believed a dissection occurred although it is not confirmed which device caused the dissection.

Event description:
Same case as 2134265-2012-05151. It was reported that during a coronary artery stenting treatment procedure a stent dislodgement and dissection occurred. The physician was treating the right coronary artery (rca) which was totally occluded. She implanted a 4.0 x 38mm promus element stent without complication in the mid rca. Next she was trying to implant a 4.0 x 38mm promus element stent proximal the one implanted prior. There was difficulty so she used a non-bsc catheter to get the stent to cross the placed stent. The stent got "hung up" and when it was removed it dislodged off the balloon. The stent was removed without difficulty and the procedure completed using a different device. The physician believed a dissection occurred although it is not confirmed which device caused the dissection.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a promus element plus stent delivery system (sds) with the foil pouch. The stent was detached from the balloon of the sds, which is consistent with the reported dislodgement. There was contrast and blood in the guidewire lumen, balloon and on the stent. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The stent was stretched and exhibited numerous bent and stretched struts. The distal tip was damaged. Inspection of the remainder of the sds and stent presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).